Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump powers down without warning. Customer was advised to monitor the pump and call back if any further issues.